Event description:
Pt had syncope with a documented heart rate of 25-30 bpm. The device lrl is programmed to 60 bpm. Upon device interrogation, intermittent loss of capture with no pacing spikes noted. Loss of output is noted. The device was interrogated and had to be reinitialized per the programmer. The battery voltage is noted to be 2.76v after reinitialization.